Event description:
It was reported that a piece from the inner sheath broke off inside the patient's bladder at the end of an unspecified therapeutic procedure. The piece was described as the metal tip on the end of the inner sheath and was retrieved using flexible grasper. The procedure was completed without delay and with no reports of any patient harm. The device was inspected prior to use.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to field d9 and to provide an update to field d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to wear and tear, excessive force, and/or incorrect handling. Based on the damage pattern described, it is possible that the damage was thermally and mechanically induced. Furthermore, it cannot be confirmed whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation cleaning disinfection and sterilization (cds) of the instrument or during the last procedure. However, the subject device was not returned, and the specific root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.